Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's family member reported that the patient's implantable pulse generator system was explanted due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to initial regulatory report 3004209178-2019-10794 aware date should be (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.